Manufacturer narrative:
The reported events of high capture threshold was not confirmed while helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. The lead was returned with the helix fully extended and clogged with dried blood. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to dried blood in the helix and inner coil region, and over-torqued of the inner coil. The reported event of high capture threshold was not confirmed. Electrical testing found no indication of conductor fractures. An internal short between conductors was found due to the inner coil being over-torqued at the connector region consistent with procedural damage. Visual inspection found the outer insulation twisted throughout entire lead body.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the lead exhibited high capture threshold and the helix failed to extend. The lead was not used and replaced during the procedure. The patient was stable throughout.